Event description:
Information was received indicating that the tubing to a smiths medical cadd® administration set came apart during infusion. There were no reported adverse effects.

Manufacturer narrative:
One photo of the product was received for analysis. Visual inspection of the photo noted the air switching valve (asv) valve was detached from the tube. Ot was not possible to determine ID there were marks of solbent in the tube. No additional testing or thorough inspection could be performed because no samples were provided for evaluation. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed. The most probable root causes of the observation were that the operator did not apply solvent in the bonding between the asv valve and the tube or the production personnel did not detect delamination on the bonding between the asv valve and the tube.

Manufacturer narrative:
One photo of the product was received for analysis. Visual inspection of the photo noted the air switching valve (asv) valve was detached from the tube. Ot was not possible to determine ID there were marks of solbent in the tube. No additional testing or thorough inspection could be performed because no samples were provided for evaluation. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed. The most probable root causes of the observation were that the operator did not apply solvent in the bonding between the asv valve and the tube or the production personnel did not detect delamination on the bonding between the asv valve and the tube.